Manufacturer narrative:
During investigation, a soldering error inside the tube adapter was determined which led to a change of the sensor signal. This causes inappropriate stance phase control which caused the occurred event (the joint is not holding in standing mode, it is flexing).

Event description:
The joint is not holding in standing mode, it is flexing. And the joint is not responding to commands from remote control.